Manufacturer narrative:
Initial and final (B)(4) MDR 3003442380-2026-04628 - device 3 of 5. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event of hyperglycemia on (B)(6) 2025 with five infusion sets due to infusion set did not stick to skin upon insertion. Blood glucose level at the time of event was high and was caused by as the area of insrtion was not cleaned and air dried and patient was treated with correction bolus via pump. No further information available.